Event description:
Boston scientific received information that during a procedure to implant a left ventricular assist device (lvad), this cardiac resynchronization therapy defibrillator (crt-d) recorded a series of faults, most likely due to and/or during the application of electrocautery, rf ablation, or another external energy source. The device was explanted at a later date with no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.